Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy. The patient received several inappropriate shocks from their implantable cardioverter defibrillator due to incorrect programming. The device was reprogrammed. Patient was stable and did not experience any adverse consequences.